Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connect3ed the central control monitor (ccm) to lab use only (luo) testing equipment. The screen appeared to be black at boot up. The information was there but it was not being illuminated. Using a flashlight, the pst could see the main screen display of the ccm in the background. The inverter board was changed with a known good one, but the issue remained. The liquid crystal display (lcd) was not illuminating as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm monitor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) had a blank screen. As mitigation, the ccm was power cycled, but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.